Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 hose pipe was recommended for replacement and a quote has been sent to the hospital. The quote has not been accepted at this time. There is no current resolution for this reported complaint.

Event description:
The hospital reported a high pressure leak of the o2 hose pipe resulting in a loss of ability to ventilate during pre-use testing. There was no report of patient involvement.